Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one trial femoral heads 36 xl/+12 is fractured and won't secure to neck trial. As this was noticed upon field inspection, no patient was involved.

Manufacturer narrative:
H3, h6: it was reported that a trial femoral head was broken and would not secure to neck trial. The device intended for use in treatment, was returned for investigation. The reported fracture could be confirmed upon visual inspection. The relationship between the reported event and the device was confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. The returned device will be discarded.